Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked reservoir tube window corners, broken battery tube threads, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer was reported via phone call that, the "o" ring that holds the reservoir in place is broken and the reservoir continuously keeps falling out and may be interfering with the amount of insulin that the customer was receiving. The blood glucose was unknown art the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.